Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre sensor "did not apply" and he experienced a medical event due to this issue. Customer further reported receiving third-party treatment; however, no further information was provided as the customer refused to continue troubleshooting. It is unknown what, if any, third-party treatment was administered and if it was related to the use of an adc device. Based on the information provided, there was no report of death or permanent injury associated with this event.